Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review was not performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported fluid leak and fracture. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model unk broviac repair kit chronic catheter repair allegedly experienced fluid leak and fracture. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 2 years old female patients' weight was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review cannot be performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is inconclusive for the reported fluid leak. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown chronic catheter allegedly experienced fluid leak. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 2 year old female patient weight was not provided.